Event description:
Alleged event: non-(B)(6) device. Healthcare professional reported via device tracking (dt) "ruptured". Healthcare professional later reported "devices explanted on (B)(6) 2025 were not (B)(6) implants. They were mentor implants. (B)(6) asked to void out both cns". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).